Event description:
It was reported that in stent restenosis and myocardial infarction occurred. A 3.00 x 24 synergy was implanted in the distal left circumflex (lcx) in (B)(6) 2024. In (B)(6) 2024, the patient presented with symptoms associated with non-st elevation myocardial infarction and hospitalized for further evaluation and treatment. The subject was on aspirin and clopidogrel which were continued. Echocardiogram and ivus tests were performed and revealed 100% in-stent restenosis with timi flow 0 at the distal lcx. The subject was recommended for revascularization. Pci at svg to om graft and non-tvr was performed and the event was resolved/recovered. The patient was discharged with dapt.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that in stent restenosis and myocardial infarction occurred. A 3.00 x 24 synergy was implanted in the distal left circumflex (lcx) in (B)(6) 2024. In (B)(6) 2024, the patient presented with symptoms associated with non-st elevation myocardial infarction and hospitalized for further evaluation and treatment. The subject was on aspirin and clopidogrel which were continued. Echocardiogram and ivus tests were performed and revealed 100% in-stent restenosis with timi flow 0 at the distal lcx. The patient was recommended for revascularization. Pci at svg to om graft and non-tvr was performed and the event was resolved/recovered. The patient was discharged with dapt. Previously it was reported that the 3.00 x 24 synergy was implanted in the lcx in (B)(6) 2024, but now it is reported the stent was implanted in the svg to om graft. It was further reported that in (B)(6) 2024, the patient presented to emergency department (ed) with chief complaint of chest pain unresolved with nitroglycerin and was diagnosed with non-st elevation myocardial infarction. Diagnostic coronary angiography revealed 95% in stent restenosis (isr) of the svg to om graft. The 95% in-stent restenosis noted in svg-om graft was initially pre-dilated with non-compliant balloons. Intravascular ultrasound (ivus) revealed neointimal hyperplasia and under expanded stent. The under expansion and isr were treated with wolverine cutting balloons. However, repeat ivus showed residual under expansion and isr in the proximal segment which was then treated with non-compliant balloons. A scoring balloon and a 3.5 x 20 mm agent dcb were used to complete treatment.